Event description:
Rn states that rn was running blood by gravity into a peripheral IV. The flow stopped so rn attempted to irrigate at the lower y site with a blunt cannula carpuject, and the septum "popped out", spraying blood on rn and the pt. No mucous membrane, wound, or eye exposure to rn. No injury to the pt. Sample was discarded, but companion samples will be obtained.